Event description:
The customer reported the ventilator went vent inop and alarmed. The unit was not in use on a pt, therefore there was no pt involvement. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech verified the reported problem due to a flow sensor failure. The svc tech replaced the exhalation flow sensor to correct the problem. Final testing was performed and all tests passed per operating specifications.